Event description:
A surgeon reports that following uncomplicated intraocular lens (iol) implant surgery, this patient developed cystoid macular edema. The patient was treated with topical steroids and non-steroidal medication and recovered reasonable vision. The association between this event and the iol is not known.